Manufacturer narrative:
The electrode pads were returned to zoll medical united kingdom for evaluation. The customer's report was not replicated or confirmed during the evaluation of the electrode pads. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.